Manufacturer narrative:
The failure mode product damage (guide wire damage - great vessel) was changed to packaging issues since this was claimed to be damaged in the packaging. The product was returned and the guidewire was found to be kinked at the distal tip, it was still in the casing. The root cause of the packaging issue cannot be determined.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported 0.018 wire damaged in a impella cp package. It was partially fractured and unable to be used. An alternate wire was used and there was no patient harm.